Event description:
The customer reported to olympus, during inspection before a diagnostic procedure (uterine cavity examination), the image on the camera head was flashing. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, cable was faulty resulting in flickering image and glass of the coupler was found broken and partly missing. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that the cause of the phenomenon was that a problem occurred in the communication between the camera head and the processor due to a faulty cable. This resulted to the image transmission to become unstable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.